Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results from their cobas 8000 cobas ise module (double) following a sample clot alarm. The customer provided the ise results for 34 total patients. From the data provided, 17 had a reportable malfunction for sodium, 17 had a reportable malfunction for potassium, and 13 had a reportable malfunction for chloride. The erroneous results were reported outside of the laboratory. The repeat results were deemed to be correct. It was unknown if there were any adverse events. Clarification has been requested but has not been provided. The sodium electrode lot was h6465 with an expiration date that was requested but was not provided. The potassium electrode lot was m9614 with an expiration date that was requested but was not provided. The chloride electrode lot was w2949 with an expiration date that was requested but was not provided. Once the erroneous results were discovered, the analyzer in question was no longer being used for patient testing. The customer primed the ise system and cleaned the reaction vessel and probes. He checked the reagents and pipetters and stated all appeared fine. Controls were tested following the actions performed by the customer but initially resulted in high results. The customer repeated control testing and the results were acceptable. The field engineering specialist found that the customer had resolved the problem before their visit. A clot from a patient sample was possibly carried over to the ise unit and it affected the subsequent patient samples. He flushed the ise flow path with bleach. He ran successful ise checks. The customer ran calibration and controls with acceptable results. The customer stated that the issue was resolved by the troubleshooting activities they performed and that there have been no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer provided clarification on if there were any adverse events. There were no adverse events. For patient ID (B)(6), the patient was admitted to the emergency room, but the patient did not have treatment based on their erroneous results.